Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pressure transducer test has been confirmed during evaluation of the provided problem description, service and logs. Our fse (field service engineer) was on site to investigate the issue further and was able to reproduce and verify the reported issue. The fse cleaned diaphragm and replaced the cassette membrane due to low life percentage remaining but the device remained failing. Then he replaced the expiratory and the inspiratory pressure transducers pcbs (pc1781) and service kit. After replacement of the defective pc1781, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. If the insp/exp pressure transducer tubes were not connected properly to the pc1781 or if the o-ring inside the pc1781 were not seating well it might lead to accumulating of water or dirt in the pressure tube which might end up in the way of the pressure. More over, the gas might leak from the end of the insp/exp pressure transducer tubes or from under the tower of the pc1781 which will lead to incorrect measurements and will fail in the pressure transducer test. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).